Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the ventilation went up to ninety and the circuit off alarm occurred. The customer reported being able to duplicate the issue and reported the expiratory differential pressure test failed at thirty-six. The issue occurred during patient-use. The customer reported there is no patient consequence associated with the event.